Event description:
Routine complaint investigation when a health care facility reported high readings from the precision pcx blood glucose monitoring system when compared with a laboratory value. The values, when plotted on a clarke error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event. The difference in values may have resulted in the pt receiving an appropriate treatment with insulin. There was no adverse event reported in regards to the alleged mistreatment.